Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the left anterior descending artery. A 3.50x28mm promus element plus drug-eluting stent was advanced for treatment. However, it was observed that the stent was dislodged. The physician retrieved the stent with a snare. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the left anterior descending artery. A 3.50x28mm promus element plus drug-eluting stent was advanced for treatment. However, it was observed that the stent was dislodged. The physician retrieved the stent with a snare. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR.: promus element plus, mr, ous 3.50 x 28 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured, this is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a shaft polymer extrusion kink 33 mm distal from the port bond. No other issues were identified during the product analysis.